Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a gas smell during a routine check and prior to patient involvement. The smell went away without harm to anyone.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) was not able to duplicate the gas smell. Fse found no gas odor and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).